Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for staphylococcus coagulase negative(2cfu/150ml), but the test result cleared (B)(4) guideline. The exact cause could not be determined.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for escherichia coli(26cfu/100ml) during routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, were not reported. The subject device had been disinfected using a non-olympus automated endoscope reprocessor (soluscope) with peracetic acid(aninoxyde100). There was no report of patient infection associated with this report.